Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3014334038-2024-00046 a facility reported: "live pin of power supply country specific adaptor snapped and open circuit. Icp monitor / codman battery not able to be charged/supplying power to cerelink monitor. No voltage supplied to cerelink icp monitor from power supply. A new icp / codman power supply installed and connected to monitor. Fault rectified." "The plastic moulding holding the live pin is < 0.5mm and is susceptible to damage. Easily snapped off completely or even worse, leaving the live pin in the mains outlet socket with a 230 volt potential electric shock risk."

Event description:
N/a.

Manufacturer narrative:
Cerelink power supply was not returned for evaluation; however, photos were provided: DHR - no anomalies occurred during the manufacturing process and product met the required specifications. Failure analysis - the customer provided photos that display the plug was indeed damaged, therefore the complaint can be confirmed. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.